Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found due to a scratch on the plastic distal end cover, insulation resistance value at distal end did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Due to damage on the right/left knob the forceps elevator knob rotated concurrently. Adhesive on the bending section cover had a white-clouded area. The control unit was shaved and discolored. The paint on the air/water and suction cylinders was peeled. The suction cylinder was also shaved. Switch 1 was cut. The protector of the universal cord on the suction connector side was scratched. The adhesive around the light guide lens was peeled. The plastic distal end cover and connecting tube was scratched. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus device, re evis lucera gastrointestinal videoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that the nozzle had foreign objects. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Lastly, g3 of the initial medwatch should be corrected to 10 jan, 2024 instead of 12 jan, 2024 as initially reported. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 19 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reportable malfunction could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.